Event description:
It was reported that an unknown event resulted in in-patient or prolonged hospitalization. No further information was given. A fol low-up report will be submitted if new information becomes available.

Event description:
Additional information received reported that the patient presented with altered mental status and was hospitalized. The event was stated as being device/therapy related. No troubleshooting was performed. The pump infusion rate was decreased and the symptoms subsided on (B)(6) 2012. The patient outcome was reported as resolved without sequelae. It was noted that a new drug was added, hydromorphone. Hydromorphone (7.5 mg/ml, 1.8011 mg/day), bupivacaine (30.0 mg/ml, 7.204 mg/day), clonidine (800.0 mcg/ml, 192.12 mcg/day).

Event description:
Additional reported information indicated that the device system was used to deliver hydromorphone, bupivacaine and clonidine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, lot#, serial# (B)(4), implanted: 2006 (B)(6), explanted: product type catheter, (B)(4).

Manufacturer narrative:
(B)(4).